Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the differential mix chamber was leaking due to a worn sample line at the fitting of the chamber. The tubing to the chamber was replaced and the instrument ran without any further leaks. Repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from a coulter lh 750 hematology analyzer, which was contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. Erroneous results were not generated and there was no impact to patient treatment in connection with this event.